Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis and the blood glucose reading was 735 mg/dl. It was stated that the insulin pump was removed from the customer while she was in the hospital. After being released, it was stated that the customer resumed insulin pump therapy and the customer began having high blood glucose levels again. Neither the customer nor the grandmother were able to troubleshoot during the phone call.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.